Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's pharmacist reported via phone call that they experienced high blood glucose. The customer's blood glucose was unknown. Customer was in hospital for diabetic ketoacidosis was high. The customer's mother stated that the customer was off the insulin pump for 4 days the week before for the same issue being in the hospital. The insulin pump will not be returned for analysis.